Event description:
The health care provider confirmed the pt experienced some pain in her abdomen. On (B)(6) 2010 impedance testing was completed which confirmed low impedances. On (B)(6) 2010 the pt had an ins replacement for an unk reason. They had not heard from the pt since and a follow-up appointment has not been scheduled.

Manufacturer narrative:
(B)(4).